Event description:
Additional information from the healthcare provider indicated the doctor did not see any patients for their pump refills. The reporter was not certain who was managing the pump for the patient at this point. She had an appointment with them on (B)(6) 2016, but she "no showed". No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid (unknown concentrations and doses) via an implantable infusion pump. Indications for use were not provided. It was reported that the patient missed a refill on (B)(6) 2016. The patient confirmed that she was hearing beeping. The patient's new physician did not want to continue filling her pump, then it was also noted that the patient did not have a physician. The reporter was redirected to the healthcare provider (hcp). No symptoms were reported. No actions/interventions, outcome, or if an alarm was confirmed, were reported regarding this event. Further follow-up is being conducted to obtain information regarding the interventions and outcome, and whether the patient found a new physician. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a nurse (hcp) on (B)(6) 2016 indicated that the patient was receiving intrathecal unknown baclofen (unknown type, lot number, concentration, and dose) via an implanted pump. The hcp stated that the pump was beeping and medication isn't there. The hcp needed a manufacturer's representative (rep) to come and refill the pump; it was stated that they had never dealt with this issue before. A manufacturer's patient services specialist reviewed the role of a rep with the hcp and explained that a rep was not able to refill the pump. The hcp reported that the patient was admitted on (B)(6) 2016 for lower back pain and the pump was beeping. The hcp stated that they were told that it would ruin the pump if it was not resolved. The hcp stated that the medical doctor told her whatever needed to be done was okay but the hcp would need to consult. The hcp reported that there was nothing in the patient's chart regarding the medication in the pump and also stated that the patient told her that the pump contained baclofen. They had put a consult in for a pain management doctor to come see the patient, but this had not occurred yet and they were still waiting. The patient had missed a scheduled refill appointment. The reporter did not have a lot of information and needed to follow up with the doctor on the next steps to take. Additional information received from the patient on (B)(6) 2016 indicated that the initial report of a missed refill appointment was a mistake. The patient stated that they thought the alarm date was (B)(6) 2016, but the correct alarm date was (B)(6) 2016. The patient stated that the issue was resolved and that there was no missed refill. The patient was scheduled to see a new doctor on (B)(6) 2016. Follow-up was conducted for the medication information (type, lot number, concentration, and dose) at the time of the event, the cause of the alarm, troubleshooting steps taken to resolve the alarm, the cause of the low back pain, intervention steps taken, and the resolution statuses of the alarm and pain. If additional information is received, another follow-up report will be sent.